Manufacturer narrative:
(B)(4). Orange indicator did not show up. The analysis results of the device found that it was received with one pear shaped clip and with one unformed clip jammed in the jaws. Once the jaws were cleared, the clip applier was cycled and fed the remaining clips according to manufacturing specifications. The device locked out as intended but the orange indicator was visible at 14th firing sequence; however, it did not show up completely. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the surgeon was using the device to close the peritoneum and the clips were jamming. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.